Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a mains problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, event site postal code - (B)(6)). A getinge field service engineer stated the console was not properly engaged. The problem was resolved over the phone. Everything is functional. Additional information was requested from the customer with regard to the repair however, despite our best efforts, no repair information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.